Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reset the cmos defaults. Reset the cmos defaults and battery voltage on sbc. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not boot (cmos error). There was no report of patient injury.